Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with skin irritation, soreness and open wound under entire patch area in the right arm, which occurred on an unspecified day after the sensor had been inserted in the arm. The patient could not remember the exact/approximate insertion and issue date. He also could not remember the exact date or approximate date when the skin irritation occurred. He mentioned that the skin reaction (right arm) is getting sore and it became an open wound. He went to the doctor (could not remember the exact/approximate date when he went to doctor) and the doctor gave him doxycycline to be taken once a day (100mg per tablet) for 20 days, he did not apply any treatment to the open wound. He already finished taking doxycycline (for 20 days) but the open wound did not heal. He went to his doctor today for an x-ray (right arm) but he is still waiting for the results. The result will be out on monday, (B)(6) 2026. He did not apply any treatment to the affected area. At the time of the report, patient condition was unchanged. No other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.